Event description:
Boston scientific received information that the patient implanted with this device experienced a ventricular tachycardia and the device did not provide therapy. There were no adverse patient effects reported.

Manufacturer narrative:
The local field representative was contacted and stated he did not see the patient but believed the issue was addressed with reprogramming.

Manufacturer narrative:
All available information indicates the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.